Event description:
It was reported that the poly trial cracked. There was no patient or surgery delay.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a cracked triathlon standard insert trial was reported. The event was not confirmed. The exact cause of the reported event could not be confirmed as the product was not returned for inspection. However, this product is noted to be associated with a nonconformance resulting from a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is possible at this time.

Event description:
It was reported that the poly trial cracked. There was no patient or surgery delay.